Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy procedure with lymph node dissection, the device was used 6 minutes, "then clean the blade mode was on." Nurses cleaned the blade, doctor used device awhile, and blade broke. Opened a new one. There was no delay to the surgery and the procedure was successfully completed. It is unknown if blade tip was retrieved and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch #r94h39. Investigation summary: the device a was returned with the blade intact and no broken off as reported by the customer, in addition with no apparent damage. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. The blade broke off during functional testing. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.